Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
A lead fracture was observed on an x-ray. Due to this fracture it was reported that the shock impedance was too high. The lead is still implanted with pacing function but without defibrillation function. The patient does not need it for the moment. Should additional information be received, this file will be updated.